Event description:
The following has been reported: biomed reported: pump problem - display doesn't turn on, indicates charging but never turns on even when swapping chargers. Biomed also checked charger pins, no issues, pushed in and out easily. No report of patient harm or any active infusion being stopped. Could not get logs due to pump not powering on. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: electrical hardware failure (power train). The device was received back for investigation. During the investigation, it was discovered that this device shows signs of fluid ingress. No ingress was identified at the set ID, only identified ingress point is the poor rtv on the lcd screen. Reporting due to referenced issue. No adverse effects were reported.